Event description:
It was reported, the customer was hospitalized due to diabetes ketoacidosis. It was also stated the customer had high blood glucose for a few days prior to hospitalization. Mother will call back to complete the troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore consider this report complete to the best of our knowledge.